Event description:
Healthcare professional reported left side capsular contracture, baker grade iii with pain.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was capsular contracture, baker grade unknown. Device evaluation: analysis of the returned device identified crease fold, deformation, weight of the device is within specification, and wear abrasion. Cloudiness in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown with pain and removal of textured device due to patient concern with the product. Device has been explanted.